Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was reported as "high," exceeding 500 mg/dl (27.7 mmol/l). To address the elevated blood glucose levels, the customer administered a correction injection using multiple daily injections (mdi) and resolved the occlusion by changing the infusion set and cartridge before resuming insulin delivery. Despite experiencing frequent and recurring occlusion events over the past week, the customer was able to manage the issues independently without requiring third-party assistance.